Manufacturer narrative:
The device was not returned for evaluation. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Information regarding this explant was learned through our implant patient registry and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history, condition post-implant, and possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm bioprosthetic aortic valve, implanted two years, one month was explanted due to unknown reasons. The explanted device was replaced with another valve. Post op status is unknown. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Unique device identifier (UDI)#: ((B)(4). Evaluation summary: as received, all three leaflets had cut sections of approximately 11mmx5mm on leaflets 1 and 2, and 11mmx4mm on leaflet 3. The cuts had a smooth and even edge; leaflet fragments were not returned. Serrated marking were observed on leaflets 1 and 3 near commissure 1. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on the free margin of leaflet 3 near commissure 3. Host tissue on the stent circumference was minimal at the outflow aspect. X-ray demonstrated wireform intact. Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Conclusion: through return of the device and follow up with the health care provider, it was learned this device was explanted due to "severe periannular aortic insufficiency" and mssa septicemia. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, and because there was insufficient material to evaluate, the root cause for failure for this particular valve cannot be determined at this time. If additional information becomes available, a supplement report will be submitted. No further corrective or preventative actions are required with the available information. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Corrected data: event description was restated to reflect current information as provided by the health care provider.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 23mm bioprosthetic aortic valve, implanted two years, one month was explanted. Through follow up with the health care provider, operative notes were provided indicating the explant was due to severe periannular aortic insufficiency and methicillin sensitive staph aureus septicemia. Intraoperatively, the valve appeared normal and did not show any signs of infection. The explanted device was replaced with a 2700 25mm pericardial aortic valve. The new valve implanted without difficulty, there was good seating, and good leaflet mobility. Tee confirmed no aortic insufficiency and no pvl. There were no complications and he was transferred tot he cicu in stable condition. The patient was discharged home on pod #7 with home health and IV therapy for his mssa positive and gram stain positive cultures from his valve.